Event description:
Complainant alleged that during biomed testing, the device's pacer output was no adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.